Manufacturer narrative:
(B)(4).

Event description:
It was reported via field service report l700074. During patient transport, the pump had "no helium" alarm and stopped pumping during transport. The pump was checked by the field service engineer and could not duplicate the problem. The pump is operational.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "no helium alarm and the pump stopped pumping" is not confirmed. The pump was checked by the field service agent and no problem was found with the pump. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time. Other remarks: additional information received from the rn who called the clinical support specialist. The rn was transferring a patient and the pump would intermittently , read low or no helium and the tank icon was empty. The helium tank had over 300psi. No patient complications reported.

Event description:
It was reported via field service report l700074. During patient transport, the pump had "no helium" alarm and stopped pumping during transport. The pump was checked by the field service engineer and could not duplicate the problem. The pump is operational.